Event description:
The user facility reported that the stiff angle glidewire broke during the procedure. The patient's condition was good. The procedure was successful after snaring the broken wire. There was no patient injury, medical/surgical intervention required. Additional information was received on 21aug2020. The procedure being performed was an aif runoff/intervention. The patient's condition was stable. There was no wire left in the patient. The procedure was completed with another wire and devices.